Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump touch screen was hit while playing and the touch screen became cracked. Additionally, half of the pump touch screen became black and interaction was no longer possible. Customer's blood glucose was 230 mg/dl. Reportedly, customer continued to use current pump for insulin therapy.